Manufacturer narrative:
Unit received with critical pump error and multiple pump error 3 alarms confirmed in history file due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on case, cracked case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.